Event description:
In 2008, the pt reported that about 3 days before, her blood glucose measured "hi" on her blood glucose monitor and she was dehydrated and vomiting. She bolused 10 units of insulin and drank fluids to hydrate herself and lower her blood glucose. When she retested her blood glucose it still measured "hi" on her blood glucose monitor and she called the ems. Her blood glucose measured "hi" on the ems blood glucose monitor as well. She was disconnected from her infusion device at the hosp and given a glucose IV of 1.2 units per hour. She was diagnosed with ketoacidosis. She was released from the hosp 2 days later at 8 pm. She switched to her backup infusion device and her blood glucose returned to normal (120 mg/dl). She stated that before the incident she was experiencing occlusion (e4) errors on her infusion device and most of the time she was able to disconnect from her infusion site and tubing every 3-4 days. She was advised to change the infusion site every 2 days and the infusion tubing every 6 days. She stated that she uses her insulin cartridges twice before discarding. She was advised not to reuse insulin cartridges. She was sent a replacement infusion device. Upon follow up the pt stated that her blood glucose was normal. Product was requested to be returned for evaluation.